Event description:
Procedure: lap gastric bypass. Reportedly, the surgeon was using the 2.0mm sulu and fired across the remaining bowel and mesentary. It fired fine, but they could not open the instrument. Opened a new instrument, used (5) five loading units to cut out the old instrument. Add'l bowel and mesentary had to be removed.